Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm metal panel was broken/falling down. Upon functional testing the fse found that the l arm rotational cover caught on the surgical light and came loose. To resolve the reported issue, the customer¿s staff reseated the cover. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that a piece of the top of the c-arm metal panel was broken/falling down. The system was in clinical use. No harm has been reported to philips. A philips remote service engineer (rse) contacted the staff and confirmed that the arm rotational cover caught on the surgical light and came loose. The safety chain kept it from falling onto patient or staff. The cover was reseated by the staff and returned the system to use in good working order. Philips has started an investigation of the complaint.